Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered three inappropriate shocks and four inappropriate rounds of anti-tachycardia pacing (atp) for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was contacted to review the data and noted that due to programming atrial discriminator features were not available and that further follow up with a cardiologist was planned. This crt-d remains in service. No additional adverse patient effects were reported.